Event description:
It was reported that a spectrum iq pump stopped infusing during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5108636 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: medwatch indicated type of event selected as serious injury with outcome attributed to adverse event as required medical intervention without any information related to adverse event details. Due diligence attempts were unsuccessful in obtaining additional information related to this event. Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.